Event description:
The customer reported the image looks like it's subtracting and roadmapping.

Manufacturer narrative:
The customer made a mistake by calling us instead of calling philips medical. She requested to cancel this call. There was pt involvement but no injury.